Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the collagen portion of a 6/7f mynxgrip vascular closure device (vcd) didn't feed properly and failed. There was no reported patient injury. The device is being returned for evaluation.